Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the biliary wallstent would not deploy. The wallstent was advanced through the scope and into the common bile duct. During delivery, the distal end was folded and the stent was unable to be deployed. The wallstent delivery system was removed and a plastic stent was used to complete the procedure. There were no patient complications and the patient was reported to be stable.